Event description:
The customer reported that while the iabp was in use on a pt, during transport, the iabp displayed a low battery alarm after 70 minutes and then shut down. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the battery and in an unrelated repair, he also replaced a luer fitting (p/n: 0103-00-0398-01) on the iabp. The iabp was tested to factory spec. It functioned normally and was returned to the customer. No pt injury was reported.